Event description:
The pump was used to infuse an unknown type of baclofen.

Event description:
It was reported that a revision occurred due to poor catheter pump connection. A revision of the intrathecal pump and catheter occurred. The healthcare provider suspected the patient was not receiving baclofen for 2-3 weeks. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).